Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump am/pm time settings were inaccurate. The customer stated they may have forgot to adjust the am/pm time settings for daylight savings. Tandem technical support guided the customer through adjusting the pump am/pm settings. Customer's blood glucose level was not impacted.